Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the heartstart mrx was unable to deliver a shock during testing. There was no patient involvement.

Manufacturer narrative:
.